Event description:
Spontaneous contact from pt that her tubing is leaking by the filter. She changed the tubing. She did not have lot number available or product available for return. No adverse event or lapse in therapy. No other info known. Reported to (B)(6) by pt/caregiver.